Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a high blood glucose level due to a crimped infusion set cannula. The customer experienced a diabetic ketoacidosis. She was hospitalized on (B)(6) 2017 with a high blood glucose level of over 600 mg/dl. The customer was vomiting and nauseous. The customer treated her blood glucose level with manual injections. The customer was wearing the insulin pump at the time of hospitalization. She was disconnected from the insulin pump and was placed on IV. The high pressure test passed. The device was not returned.